Event description:
A physician reported that a surgeon observed a capsular tear in an unknown eye of the patient during the use of capsular toric markers. There were no system parameters, alerts, or indicators identified that would suggest the tear was caused or contributed to by the system during refractive surgery. The surgery completed on the same day. There are multiple related reports for this event. This report addresses the patient one initial's, in the unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).